Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the non-calcified common femoral vein. A 18-6/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during inflation at 3 atmospheres for 4 minutes, the balloon ruptured. The balloon was removed over the wire and the procedure was completed with another of the same device. No patient complications were reported.